Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device returned noted surgical-like damage to the ring and band tubing. We believe the damage was likely caused during surgery to remove the device, as the reason for removal was not related to band slippage. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."

Event description:
Reported as "band slipped and removed."